Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient reported that they had their system for "pain one for bladder". The patient wanted to get their implant date for their system. The patient had implantable neurostimulator (ins) for bladder and one for spinal cord stimulator (scs). They wanted to find out the date for the scs. The patient was having trouble with the ins and was not holding a charge and it took 5-6 hours or longer to charge. There were no symptoms reported. The event was around (B)(6) 2014. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.